Event description:
Caller reported discrepant high troponin (tni) results on the triage cardiac panel for 3 patients. Whole blood edta samples were taken. Results as follows: patient 1: triage meter tni result = 0.1 ng/ml, repeat of same sample = <0.05. Patient 2: triage meter tni result = 1.15 ng/ml, same sample run on centaur = 0.01. Patient 3: triage meter tni result = 0.13, same sample run on centaur = 0.05. Tni cutoffs: centaur = 0.08, triage - indeterminate/gray zone = 0.05-0.39; positive = 0.4 or greater. Chart review was performed and did not reveal cardiac-related concerns. No patient specific information was provided.

Manufacturer narrative:
Investigation pending.